Manufacturer narrative:
The male patient received a 3.0 x 33mm cypher stent in the proximal left anterior descending (lad) and a 3.0 x 23mm cypher stent in the distal circumflex in 2008. Three months later, the patient had an emergent procedure due to a myocardial infarction (mi). Restenosis was observed in the implanted 3.0 x 33mm cypher at the proximal lad. Pre-dilation with a 3.0 x 15mm balloon was conducted at 14 atm for 4 seconds and aspiration was conducted. In order to treat the restenosis, a 3.75 x 23mm cypher was implanted at 16 atm for 5 seconds. Post-dilation with a 3.75 x 15mm balloon was conducted to 10 atm for 4 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. For the obtuse marginal, pre-dilation was conducted with a 2.25 x 14mm balloon at 12 atm for 4 seconds. A 2.5 x 18mm cypher was implanted at 16 atm for 3 seconds. Post-dilation and ivus were not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was measured. On the following month, the patient had vf (ventricular fibrillation) during hospitalization. Coronary angiography was conducted and thrombus was observed inside all of the 3 cypher stents implanted in the proximal lad and obtuse marginal. In order to treat the thrombus, aspiration and balloon angioplasty were conducted. Iabp was inserted. On three days later, iabp was removed from the patient. Cliostazol was added for the administration. On three weeks later, CABG (cardiac surgery) was conducted. The pt is still hospitalized and his condition is stable. The device is distributed outside the united states; however, it is similar to the united states product. This device is one of three products associated with this event. Please refer to MFR report # 9616099-2008-01656, 9616099-2008-01658, & 9616099-2008-01659. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
After receiving several cypher stents, the patient had thrombosis.